Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (brown) was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for investigation. Evidence of use was observed in the extension lines and the catheter body appeared to be intentionally cut. Visual inspection revealed a large hole in the distal extension line directly adjacent to the luer hub. The extension line was almost fully separated from the luer hub. The total length of the catheter body measured to be 231mm which is not within the specification of 310-330mm per catheter product drawing. This indicates that at least 79mm of the catheter were cut and not returned for analysis. The outer diameter of the distal lumen measured to be 2.138mm which is within specifications of 2.13-2.21mm per extension line extrusion product drawing. The inner diameter of the distal lumen measured to be 1.4732 mm, which is within specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)." Water leaked out of the hole in distal line. The remaining extension lines flushed as expected. A manual tug test confirmed the medial and proximal extension lines were secure to their respective hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure.". The report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had a hole adjacent to the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicates the root cause is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub (brown) was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.